Event description:
It was reported that at the beginning of the nephrectomy procedure, the device was working with tissue between the jaws when the tissue pad burned. Another device was used to complete the case with no adverse pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.